Manufacturer narrative:
Unused, sterile proglide devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported guide detachment could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001.

Event description:
Subsequent to the final medwatch report additional information was received: the patient was transferred to a nearby hospital for the cut down and surgical suturing. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an aorta femoral runoff interventional procedure. Reportedly, the guide separated after closing the foot plate and retracting the device. No resistance nor force was experienced or applied when removing the device. A cut down was performed to remove the separated guide and hemostasis was achieved via surgical suturing. There was clinically significant delay in the procedure or therapy.